Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic adrenal mass procedure. The device was locked down on the tissue and would not reopen. The triggers were pulled and the jaws had to be pried open. There was no tissue damage. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth and damaged shrouds. The analysis results found that the device was received with the shrouds opened and with the firing mechanism damaged. An unfired reload was received with the lockout spring normal. No functional test could be performed with the returned device; however, the returned reload was tested for functionality with a test device. The device fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The returned device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. A 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to distribution. (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.